Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a motel room. The caller stated that the cause of death is unknown; the death certificate is not yet available. The caller stated that the customer had congestive heart failure, coronary artery disease, the vein in the leg was replaced several times, and had sores on the feet. The customer's blood glucose at the time of death was 137 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the customer was on insulin for over forty-three years, and was on the insulin pump close to four years. The caller stated that the insulin pump cannot be returned because it was lost; during the time when the paramedics were administering care for the customer, the insulin pump got lost. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.